Event description:
The customer called the philips customer care solutions center (ccsc) to report that the device would lock up at the charge (energy) step of the user initiated operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer called the philips customer care solutions center (ccsc)to report that the device would lock up at the charge (energy) step of the user initiated operational check. There was no pt involvement. The philips customer repair center (crc) evaluated this device and confirmed this malfunction. The processor pca was replaced and the software was reloaded to resolve the symptom. The device passed testing and was returned to the customer.